Manufacturer narrative:
Upon further review, the patient's dob is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pain was not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to go over MRI compatibility guidelines because she previously has had open mris before but the MRI facility did not want to scan her because of her implant. The patient was in pain. The patient also reported that she had two neurostimulators that didn't work. There were no further complications or anticipations reported with this event. Refer to regulatory report: (B)(4), us FDA - for information relating to the other device.